Event description:
Any olympus representative reported on behalf of the customer that, during preparation for us of the customer¿s evis exera iii gastrointestinal videoscope for an unknown procedure, it was discovered that there was an angulation problem. Upon inspection and testing of the returned unit, it was discovered that foreign material was lodged in the device nozzle, and the bending section cover and distal ends of the device were dirty. The customer later confirmed that the staff is trained to use 3m brand enzymatic detergent and cidex glutaraldehyde disinfectant. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that foreign material was lodged in the device nozzle, and the bending section cover and distal ends of the device were dirty. The foreign material lodged in the nozzle was noted to be ocher in color, and could not be identified. The customer's originally reported issue of angulation issue was confirmed; due to wear of the angle wire, bending angles in very direction did not meet the standard value and play of the up/down and left/right knob was also out of the standard value. Also noted were various chips, dents, scratches, wrinkles, discolorations, and blemishes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.